Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment from hub event on (B)(6) 2024. The infusion set was in use for one and a half day. No further information available.